Event description:
Reporter stated that she recently used icyhot pro-therapy pain relief system refill instant cold pack in conjunction with the icyhot pro-therapy support knee brace for her elbow. Consumer wore cold pack for 10 minutes and did not think that it was cold enough and placed it in freezer to rechill it for unspecified time. She reported that "product allowed ammonium nitrate fumes through the packing. As the vapors came in contact with my body through the icyhot pro-therapy support brace, to my complete shock, it caused a chemical burn on my skin encompassing my entire elbow. Since then I have had to seek medical attention due to the severity of the burn". Consumer recommended that we add additional warning not to freeze and reuse cold pack. Both cold pack and carton clearly state that product is for single use only and to dispose of cold pack after use.

Manufacturer narrative:
Contrary to directions that this device is for single use only and to dispose of it after use, consumer froze in freezer after use and reused device. Device apparently leaked and caused chemical burn to elbow.